Manufacturer narrative:
The pump was received with motion sensor test failure error alarm during rewind due to motor encoder signal out of phase. There was no frozen display noted during testing. The pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motion sensor test failure. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.